Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation not returned to the manufacturer.

Event description:
Surgeon revised a gmrs. The patient had soft tissue issues. Changed the bumper and poly insert.